Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8336-50; serial number: (B)(4); batch/lot number: 21459486; model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients pocket incision popped open due to strenous activity and got infected. The patients incision site was closed with butterfly bandages a day after the incident. The patient was then admitted to the hospital and underwent an explant procedure two days after the incision was closed. The patient was also placed on antibiotics.

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively.

Event description:
A report was received that the patients pocket incision popped open due to strenuous activity and got infected. The patients incision site was closed with butterfly bandages a day after the incident. The patient was then admitted to the hospital and underwent an explant procedure two days after the incision was closed. The patient was also placed on antibiotics.